Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of operative notes which confirms that the patient had a primary right hip arthroplasty. No complications were noted during the procedure. The notes confirms that the patient had revision right hip arthroplasty 11 years later due to pain, altr, elevated metal ions, tissue damage. During the revision 50% to 75% loss of abductors, overall significant loss of muscle was noted. The area over the greater trochanter was completely void of any muscular tissue. Notes confirms that the patient under a 2nd revision due to instability and dislocation. Post 1st revision patient experienced 2 dislocation events which required closed reduction. Imaging had demonstrated proper position of components, however it is noted that acetabular version of approximately 23-24 degrees with cup anteversion of approximately 20-21 degrees. Previous dislocation event occurred while rising from a toilet seat with the abductor brace removed. Closed reduction required significant effort to reduce the hip. Significant scar tissue, 25% abductors remaining. Constrained acetabular liner was placed and locking was verified. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: acetabular component size 60, pn: 0100214160, lot# 2348420; femoral head size 54, pn 0100181540, lot # 2340411; ste, pn: unknown, lot # 60197658; head adapter, pn: 0100185147, lot# 2346255. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right total hip arthroplasty. Subsequently, the patient had two closed reductions, one month apart, before being revised due to dislocation one month after the initial surgery. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.